Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted the lead was twisted and curled. Additionally, the distal end of the proximal spring electrode was separated from the lead body insulation. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The helix mechanism initially could not be retracted due to dried blood around the mechanism. However, after the debris was removed, the helix could be operated slowly despite a sticky feeling. Laboratory testing could not confirm the field allegations, however the laboratory did confirm significant physical damage to the lead.

Event description:
Boston scientific received information that this transvenous lead had dislodged due to twiddler's syndrome. It was noted that the patient had received five shocks, none of which captured the tissue was this lead was in the pocket due to the dislodgment. The lead was explanted and replaced. No additional adverse patient effects were reported.